Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016.

Manufacturer narrative:
This report is filed, june 1, 2016. The implanted device remains.

Event description:
Per the clinic, the patient's device has extruded through the skin. The implanted device remains.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: per the clinic, only the implant magnet was removed; not device explantation as previously reported. Implanted device remains.